Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system unable to issue medication for a patient due to the user was unaware of functionality a technical support specialist guided and provided resolution that using the search bar is the best way to find patients instead of scrolling through the list. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medbank system was not able to issue a medication for a patient. The customer reported this issue happened due to patient had two profiles, a temporary and the other one from the pharmacy. The customer stated that required medication oxycodone and patient profile was found by using the search bar function. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to issue medication for a patient due to the user being unaware of functionality. A technical support specialist guided and provided resolution that using the search bar is the best way to find patients instead of scrolling through the list. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported that the bd pyxis medbank system was not able to issue a medication for a patient. The customer reported this issue happened due to patient had two profiles, a temporary and the other one from the pharmacy. The customer stated that required medication was oxycodone, and the patient profile was found by using the search bar function. There were no adverse events or injuries reported based on this incident.